Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
It was reported that the medical professional could not interrogate generators when using the tablet. It was reported that a spare usb cable was used instead. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.

Event description:
The suspect cable was received by the manufacturer. Analysis of the cable confirmed two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.